Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced foreign matter on device cannula. The following information was provided by the initial reporter: reported seeing "clear hard substance" on needle.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Investigation summary: since no samples (including photos) were returned for the syringe 1.0ml 30ga 8mm bls 500cas ap, product code #326702, lot #1103828, with the reported issue of foreign matter, the complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1103828. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the above, no additional investigation and no corrective and preventative actions (CAPA) /situation analysis (sa) are required at this time.